Manufacturer narrative:
Preliminary investigation based on the picture of the explanted screw by r&d project manager on (B)(6) 2017: the screw sheared off at the interference with the tibial baseplate. The piece was broken in 2 parts in correspondence of the beginning of the threaded part of the screw. One broken part of the screw remained into the baseplate with no possibility to be removed the event was probably caused by an excessive tightening torque applied on the screw during fixation. The torque limiter screwdriver was not used during primary surgery. Using a screwdriver provided with a torque limitation (ref 02.07.10.4577; torque limiter screwdriver 3.5 nm) would prevent to exceed the breaking point. This type of screwdriver is already available and its usage is currently mandatory. The screw was removed arthroscopically. It means that the surgeon considered the articular surface of the femoral component and the tibia insert not damaged by the loosened screw. Batch review performed on 22 december 2017: lot 153772: (B)(4) items manufactured and released on 12 november 2015; expiration date: 2020-10-27. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Additional surgery necessary due to breakage of the screw. No torque limiter has been used in primary surgery.